Event description:
It was reported that the user deployed a teflon infusion set incorrectly and did not connect the infusion set to the ilet properly, leading to a request for replacement supplies. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no alarms, and no hospitalization. Investigation included user interview, troubleshooting, and education on correct infusion set placement and connector attachment. Investigation of this case revealed an infusion set deployment and connection error attributable to user technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application and connector attachment.